Event description:
Cardinal novaplus instant hot pack busted when activated and the contents of the package exploded out into a staff member's neck and chest. A staff member reported attempting to activate the cardinal novaplus instant hot pack and the contents burst out of the packaging onto her neck / chest and the top of her uniform was down to her abdomen. She complained of a burning sensation to her exposed skin. She reported the incident to the administrative mgr who sent her down to our facility's emergency room. The emergency room evaluated the staff member and sent her home to take a shower.